Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer three on the main unit had failed but was recovered without incident. A field service engineer used the hardware test application, confirmed the drawer extended to 24 inches and functioned properly. All pockets were ejected and inspected, with no contamination found. Pocket lids opened as expected, and no further issues were reported. The user was advised to monitor the system, then loose medications found around the full-height pockets which were collected and handed over. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had failed drawer and will not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.